Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the tortuous and extremely calcified mid right coronary artery (rca). The guide wire and guide catheter successfully crossed the lesion, however, the aspiration catheter, ivus sys and a 2.25mm x 15mm maverick2 monorail balloon catheter failed to cross the lesion. The lesion was dilated with 1.5mm x15mm and 2.25mm x 15mm maverick2 balloon catheters. The quantum maverick monorail balloon ruptured at 20 atms on the second inflation. The initial inflation was to 12 atms. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.